Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to abnormal handling and shipping.

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2015. During the procedure, it was noted, the inner packaging of the femoral component was not sealed. A larger femoral component was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.